Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was not performed because the product has not been received. The customer provided a video and photographs for evaluation. A tear at the lens edge was observed, no other issues were identified. The complaint issue "iol torn" was identified during video and photograph evaluation; however, based on the evaluation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, a product deficiency or malfunction were not identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect, clinical code: 4581- no code available (eye anatomy issue of weak zonules). An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the edge of the preloaded monofocal intraocular lens (iol) was partially torn after implantation. There was a slight resistance when the plunger was pushed. During the preloaded device preparation, the surgeon set the device with balanced salt solution (bss) from the cartridge tip. The patient's chin zonule is so weak that the iol could not be removed. The iol remains implanted. The patient experienced no issues with the visual acuity one day post-operation. No patient injury reported. No additional medical intervention was required. No further information was provided.